Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported a morning low of 72 mg/dl blood glucose (bg), treated with cereal. Agent reviewed the 15/15 rule and clarified ilet¿s target range of 70¿180 mg/dl bg. Later, patient experienced a high bg and announced a ¿meal¿ to correct it. Agent educated that meal announcements should only be used when actually eating. Patient¿s fingerstick was 415 mg/dl, no ketone strips available. The patient experienced being thirsty for the high bg and no symptoms for the low bg. No medical intervention required. The patient understood instructions, had no further questions, and will call back if additional assistance is needed.